Manufacturer narrative:
Result: fowler.

Event description:
It was reported by service report that the fowler would not lay flat and is leaking fluid onto the floor. No pt involvement or adverse consequences are reported.